Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip and steerable guide catheter devices referenced are being filed under separate medwatch report numbers.

Event description:
This is filed to report difficult removal of the cds (00402u208). It was reported this was a mitraclip procedure performed to treat grade 3-4 degenerative mitral regurgitation (mr). The steerable guide catheter (00308u206) and mitraclip delivery system (cds) (00402u208) were advanced. The saline bag was inspected, there was no saline dripping from the side port of the three-way stopcock, so it was decided to retract the cds from the sgc for inspection. When removing the cds, the clip introducer could not be removed from the sgc, it was observed that the clip was slightly open. The cds was removed. The clip was noted to be damaged and the clip cover tore/unraveled during removal. The same sgc was continued to be used. A new cds (00403u115) was prepped and this time the saline solution successfully dripped from the bag. However, when advancing the cds to the left atrium the water level in the cds handle dropped, air entered the cds handle. Therefore, the cds red cap was opened and the water level in the cds was filled for flushing letting the air escape. At this time, air entered the left ventricle and the ascending aorta and st increased. The patient's head was lowered, and air was removed from the left ventricle and ascending aorta with a catheter. Echocardiogram confirmed no more air in the patient and st also recovered normally. The procedure was continued with the same cds. Grasping was difficult due to the short posterior leaflet. During grasping attempts, the water level in the handle of the cds dropped twice, air entered the cds handle. The cds was flushed and air was removed from the device, no more air entered the patient. When retracting the cds from the left ventricle, it is suspected the clip got caught on tissue or chordae and the cds shaft bent. The clip was freed from tissue under the valve or chordal without causing injury. The clip was implanted, and mr was reduced to 1-2. No post-operative follow-up observations have reported any health problems. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported torn clip introducer was confirmed. The reported difficult to remove the clip introducer and unravelled clip cover were not confirmed. The discrepancy between what was reported (difficult to remove the clip introducer and unravelled clip cover) and what was observed (no issue removing and no damage to clip cover) is likely due to the clip being open while removing the clip delivery system (cds). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing the clip introducer and torn clip introducer appear to be due to the clip being slightly open when retracting the cds. The reported unraveled clip cover appears to be due to the difficulty removing the clip introducer. There is no indication of a product issue with respect to manufacture, design or labeling. H10: there were no issues with the steerable guide catheter; therefore, it was not reported.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the clip cover was not damaged during removal; however, the clip introducer was torn during retraction of the open clip. The side of the clip cover was observed unraveling slightly. No additional information was provided.